Manufacturer narrative:
Additional information was received on 15-sep-2025. The section the issue was observed was the hemostatic valve and it had a leakage issue of a few drops. The hemostatic valve dislodged inside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient, but was removed by the time it was noticed that there was a leakage. Patient was fine, no consequences as far as the reporter is aware. Therefore, updated the h6. Medical device problem code from fluid leak (B)(6) to material separation (B)(6). Per the additional information received, the product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 17-sep-2025. The product was returned to johnson & johnson medtech for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation reported by the customer was confirmed. The potential cause could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-aug-2025 observed the hemostatic valve was dislodged inside of hub component. The bwi product analysis lab became aware of the hemostatic valve was dislodged inside of hub component on 12-aug-2025 and have also assessed this returned condition as reportable. The device evaluation details. The product was returned to johnson & johnson medtech for evaluation on 01-aug-2025. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodged could be related to the leak reported by the customer, therefore the complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Lure hub leaking and blood dripping out. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.